Manufacturer narrative:
Concomitant medical products and therapy dates: microcatheter (details unknown), another coil (details unknown). (B)(4). This is an initial/final report. It was reported by the hospital contact that during the coil embolization, the surgeon felt friction when he advanced the coil (cpl10020630/c26295) via the tip of the microcatheter (details unknown). Tried many times but still failed. The surgeon had to withdraw the coil and changed another one (details unknown) with same catheter to complete. There was no report on the patient injury. The patient is female and (B)(6). It was originally reported that the product will be returned for analysis. It was not reported if there were any damages noted on the coil. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Located 32.0 centimeters off the proximal end is a section of core wire damage and kinking. Located 16.5 centimeters off the distal tip of the green introducer the core wire protrudes outside the sheath. Located at the distal tip of the skive, the coil protrudes outside the sheath. Located 5.0 centimeters off the distal tip of the green introducer is a severe kink to the introducer. There is no mechanical damage at the two protrusion sites. The protruding coil has been severely damaged. Distal to the protruding coil, the coil section adjacent to the protrusion site the coil has been severely buckled. The coil¿s socket ring pushed the outer sheath proximally. The distal section of the coil is undamaged. The severely kinked green introducer section could not let a coil advance past this kink. The locking mechanism has compression and stretching damage. All damage found above in this narrative is unreported and the exact circumstances of how and when this damage occurred cannot be determined. Due to the severe damage found in multiple sections no laboratory testing to duplicate the field complaint could be performed. No manufacturing defects were found. The complaint of the coil unable to be advanced outside the distal tip of the unidentified microcatheter cannot be confirmed. The root cause of the coil unable to be advanced outside the microcatheter cannot be determined, however the evidence as received highly suggests that the coil did not advance outside the distal tip of the introducer sheath. While the root cause cannot be determined, there are two contributing factors to the coils advancement difficulty. These factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor to the coils advancement difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the core wire and coil to protrude outside the sheath and produced severe coil damage which includes coil buckling inside the sheath. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The secondary contributing factor to the coil advancement difficulty may have occurred if the green section of the introducer sheath was kinked prior to use. This condition would have prevented the coil from advancing and caused the core wire and coil protrusion outside the sheath. The circumstances of how and when this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported by the hospital contact that during the coil embolization, the surgeon felt friction when he advanced the coil (cpl10020630/c26295) via the tip of the microcatheter (details unknown). Tried many times but still failed. The surgeon had to withdraw the coil and changed another one (details unknown) with same catheter to complete. There was no report on the patient injury. The patient is female and (B)(6). It was originally reported that the product will be returned for analysis. It was not reported if there were any damages noted on the coil. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event.